Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion was located in the ramus and was 90% restenosed. The physician treated the lesion with the placement of a 2.25x20mm taxus atom stent. In (B) (4) 2010, post index procedure after cardiopulmonary resuscitation (CPR) and advanced cardiac life support were administered. The patient expired due to cardiac arrest.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)